Event description:
It was reported that the device alarmed without displaying anything. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available